Manufacturer narrative:
Conclusion: repair to be completed upon receipt of parts.

Event description:
It was reported via repair work order that the patient left calf support would not lock due to rusty set screw from fluid intrusion. It was further reported that the fowler would drift due to fowler clutch malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient left calf support would not lock as it was corroded with fluid intrusion. It was further reported that the fowler would drift due to motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
.